Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the screw penetrated the plate. After repositioning and implanting the plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. He inserted the va locking screw through the guiding block in a positioning hole. During screw insertion, the surgeon noted that the screw penetrated in the hole by image when he inserted and locked va locking screw in distal row styloid hole. The procedure was completed with the plate and penetrated screw implanted in the patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed with no complaint related anomalies noted. The investigation of the complained locking screw shows that the head locking thread is badly deformed due to mechanical mishandling and overload of torque during use. The screw had is deformed in such a case as he could slip trough the plate. The visible signs clearly indicate exceeding applied mechanical force while insertion which cased the damage at the screw head finally. We strongly recommend to follow the op technique guide, and for the final tightening of the screw to use the torque limiter 0.8nm, 511.776.